Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a syncope due to loss of capture, patient is pacemaker dependent. Routine follow up the next day found all electrical parameters acceptable. A temporary raise in ventricular capture threshold was suspected, device reprogrammed. Patient condition is now good, threshold is stable.